Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced product performance issues with this artificial urinary sphincter (aus) leading to a surgical intervention. All components of the existing aus were explanted and replaced with a new aus device. Upon visual inspection of the explanted device, a hole was found on the pressure regulating balloon (prb) causing fluid loss. There were no patient complications.